Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, t-wave oversensing was observed. Programming changes were made and device remains. The patient is doing fine.